Event description:
It was reported that a patient implanted with an impella 5.5 experienced hypotension and agitation. The patient was treated with an albumin bolus. Upone explant, the patient exhibited an increase in white blood cell count. The patient was treated with antibiotics. Additionally, the position of the pump was deep. The impella was pulled back under echocardiogram and continues to be in appropriate positioning. Epinephrine was swapped for levophed, and heparin was withheld.

Manufacturer narrative:
The cause of the infection was unable to be determined due to insufficient clinical details. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.